Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed they received blue fiber cable to replace damaged blue fiber cable that they had thrown out. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the console is not going out of sim mode. Technical support engineer (tse) recommended to power down the surgeon side console (ssc) and reseat the blue fiber cable on the back of the suspect ssc. The customer powered down the ssc but stated that there was no blue fiber cable attached. Tse had the customer check the back of the vision side cart (vsc) to see if there were 3 blue fiber cables and the customer stated that there was only two. Tse informed the customer that the ssc needs the blue fiber cable connected in order for it to be used during a procedure. The customer is going to look for another blue fiber cable. Tse monitored artemis and noticed customer has started the procedure with one console only. The procedure was completing as planned with no reported injury.